Manufacturer narrative:
Concomitant medical products: durom acetabular component, catalog no# 01002141xx ; lot no# unknown, metasul ldh head, catalog no# 0100181xxx ; lot no# unknown, therapy date: (B)(6) 2018. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to metallosis, arthrofibrosis, corrosion and loosening. This is a bilateral claim. Right side complaint : (B)(4).